Event description:
It was reported that prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign matter was seen in one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 08-apr-2026. H.4: device manufacture date: 08-jan-2025. Investigation summary: bd received one unused sample, along with three photos submitted for investigation. The sample and photos exhibited some white foreign materials on the inner tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign matter was seen in one tube. No adverse impact was reported regarding the patient or user.